Event description:
On (B)(6) 2011, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprosthesis. On (B)(6) 2012, the pt presented to the hosp with chest and leg pain. A doppler reportedly identified device occlusion, and an ankle-brachial index test showed no pulse in one of the pt's legs. On (B)(6) 2012, an intervention was performed to treat the occlusion. It was reported that the trunk was completely occluded on the right side just distal to the flow divider, and the device appeared kinked or constrained at the flow divider. It was reported that due to the pt's long aortic neck, the device was sitting in a narrow area of the aorta, which was contributing to the kinking and occlusion. The physician reportedly performed angioplasty to reopen the constrained portion of the device, and then performed an angiojet thrombectomy to remove thrombus on the right side. It was reported that most of the clot was removed. The physician performed a second thrombectomy on (B)(6) 2012. The remaining thrombus was successfully removed, and the pt tolerated both procedures.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.